Manufacturer narrative:
Evaluation, conclusions: off-label, unapproved, or contraindicated use (outside of indication); failure to follow instructions (outside of IFU).

Event description:
An endurant ii iliac extension was implanted in patient for endovascular treatment of thoracic transection due to motor vehicle accident. It was reported that during the index procedure, the physician attempted to implant the endurant iliac extension at the level of the left subclavian artery; however, the stent graft folded over after deployment. The physician then pulled the iliac extension down to straighten the mis-alignment and implanted a stent graft from another manufacturer to cover the transection. Per the physician, the cause of the stent graft folded over after deployment was due to device being used in a manner in which it was not intended. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.